Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that alleged force was felt upon removal of the safety clip and during an attempt to deploy the endovascular stent graft from the delivery system. It was further reported that the proximal end of the catheter was identified allegedly broken and the stent graft failed to deploy. There was no reported patient injury.

Event description:
It was reported that alleged force was felt upon removal of the safety clip and during an attempt to deploy the endovascular stent graft from the delivery system. It was further reported that the proximal end of the catheter was identified allegedly broken and the stent graft failed to deploy. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the device was returned for evaluation. During visual inspection the outer catheter was noted to be broke and the stent was partially deployed. Therefore, the investigation is confirmed for break and partial deployment. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.